Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 90 mg/dl. The customer reported hypoglycemia, loss of consciousness, hypoglycemic shock treated with no treatment, no treatment, glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported low blood glucose. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer believes the pump was over delivering. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5, h6 (hecc, heic) with this report as deleted loss of consciousness and hypoglycemic shock harm codes and their associated treatment codes in h6 as customer did not experience these per follow-up notes. Changed the no treatment to food for the hypoglycemia per the follow-up notes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer alleged over delivery because the blood glucose value was 90mg/dl. Low was treated with a meal. Troubleshooting was done. Smartguard was used.